Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that on (B)(6) 2016, during use on a (B)(6) (female) drowning victim, the autopulse platform (s/n: (B)(4)) displayed "system error" and "out of service" message when powered on. Upon arriving on the scene, the responding crew did not report any signs or symptoms of trauma. It is unknown who found the patient or if bystander CPR was performed prior to the responding crew arriving. Immediately following the reported error messages, a responding crew member performed manual CPR. CPR continued on for approximately 20-30 minutes while the patient was being extricated and transported to the hospital. According to the reporter, it is unknown if rosc (return of spontaneous circulation) was achieved. The patient was pronounced dead at the hospital. The cause of death was drowning. According to the reporter, it is unknown if a shift check was performed earlier that day.